Event description:
A report was received that the pt underwent a pocket revision due to infection. A wound have opened up over the ipg site and pus was visible. The physician opened the pocket and cleaned it out. The pt was prescribed oral antibiotics. Following the revision, the pt was having trouble charging and a decision was made to explant the pt. The pt is reportedly doing well following the explant procedure.